Manufacturer narrative:
The cause of the screw shank fracture could not be determined with the available information. The information contained in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that my not be factually correct.

Event description:
The patient underwent a two level (l4-s1) pedicular fixation surgery with placement of six fortress screws and two fortress rods on (B)(6) 2019. Approximately five and a half months post-surgery, the patient reportedly began having back pain. The patient returned for medical attention and imaging confirmed that one of the screw shanks had fractured at s1. On (B)(6) 2019 a revision surgery was performed and the surgeon removed all the hardware except the fractured screw shank. No new hardware was added. Following the surgery the patient is now asymptomatic.